Event description:
It was reported that during the beginning of the surgical procedure the surgeon experienced a "moving prism on one of the eye" of the system. No pt harm was reported ahd the planned surgical procedure was cancelled.